Event description:
Healthcare professional reported that patient was injected in nasolabial folds with juvederm® volift¿ with lidocaine. Five years later, patient developed bilateral granuloma in the nasolabial sulcus. Patient was treated with toskani® hyaluronidase in nasolabial sulcus (50 iu right 10 iu left). Patient underwent soft parts ultrasound which shows presence of granulomas in right and left nasolabial sulcus. Right nodular lesion of 1cm diameter left lesion slightly palpable. Patient has thyroid cancer and had thyroidectomy 9 months before symptoms evolved; patient also had some lymph node reactivity confirmed via cervical thyroidectomy scan. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. [Invest. Conclusions code]: the events of inflammatory nodule and lymphadenopathy are a known potential adverse event addressed in the product labeling. The event of thyroid cancer, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. [Invest. Conclusions code]: the events of inflammatory nodule and lymphadenopathy are a known potential adverse event addressed in the product labeling. The event of thyroid cancer, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected in nasolabial folds with juvederm® volift¿ with lidocaine. Five years later, patient developed bilateral granuloma in the nasolabial sulcus. Patient was treated with toskani® hyaluronidase in nasolabial sulcus (50 iu right 10 iu left). Patient underwent soft parts ultrasound which shows presence of granulomas in right and left nasolabial sulcus. Right nodular lesion of 1cm diameter left lesion slightly palpable. Patient has thyroid cancer and had thyroidectomy 9 months before symptoms evolved; patient also had some lymph node reactivity confirmed via cervical thyroidectomy scan. Symptoms are ongoing.